Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 60ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653. Batch # 5154158. Verbatim: rcc received a complaint via email. Patient's mother reported she mixed one dose of riastap and found black specks in syringe. Mixed another dose thinking that one syringe was the only one and another syringe also had black spots. Both doses mixed and concerned about safety/sterility of syringes. Unknown if patient missed a dose or experienced an adverse event. Unknown if defective product is available for return. No further information, details or dates provided. Lot #: 5154158.